Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The physician was attempting to perform an angiography during the procedure. However, the contrast media was leaking near the hub. Blood leakage was not confirmed. Another device was used to complete the procedure. No adverse effect to the patient reported.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, trends, a functional test, and visual inspection of the returned device was conducted during the investigation. During inspection of the returned device, a leak test was performed and leakage was detected. The cap was found to easily unscrew; there should be adhesive holding the cap. A very small amount of adhesive residue was observed on the cap. The review of the device history record revealed one non-conformance. A review of the non-conformance data revealed that the non-conformance listed on the device history record was for proximal fitting leakage; however, the nonconforming product was marked down from the work order. The same complaint has been received in one other instance associated with the complaint lot number. It is feasible to suggest that the root cause of this failure is attributed to the components being glued improperly. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.